Manufacturer narrative:
G4:17dec2020 b4:(B)(6) 2020 touchscreen assembly was returned to failure investigation (fi) for analysis. Visual inspection revealed no signs of damage or contamination. The failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. During the unit testing, the touchscreen assembly was installed in the fi test ventilator, and the ul_lr and ur_ll resistance were found to be out of specification. A fault was found on this returned touchscreen, and the customer complaint was confirmed. . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14sep2020.

Event description:
It was reported to philips by the biomed that the v60 is displaying bad touch when attempting touch screen calibration. The device was not in clinical use at the time of the event. This event was noted during servicing of the device. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported problem. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported problem. The fse duplicated the issue with the touchscreen and the touchscreen assembly was replaced to resolve the issue.